Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked a brown colored fluid from the battery housing during use. The sample is not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the date of awareness. Should additional information be provided, a supplemental MDR will be submitted. Sample discarded.

Event description:
As reported, during an unknown procedure, the bard/davol hydrosurg plus irrigator device leaked a brown colored fluid from the battery housing during use. It was reported that the fluid leak was noted after spiking and priming the IV bag. The device was used for the entire case. There was no reported patient or user harm.